Manufacturer narrative:
PMA/510k # preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an endovascular repair a amplatz extra-stiff support wire guide was found frayed 5 cm from the tip when the user removed it from the packaging. The device did not make patient contact as the issue occurred during preparation. No damage to the packaging was noted. Another device was used to complete the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction- h6 (medical device problem code, annex a) event summary as reported, during an endovascular repair a amplatz extra-stiff support wire guide was found frayed 5 cm from the tip when the user removed it from the packaging. The device did not make patient contact as the issue occurred during preparation. No damage to the packaging was noted. Another device was used to complete the procedure. No adverse effects to the patient were reported. Investigation - evaluation reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures and a visual inspection were conducted during the investigation. One amplatz extra-stiff support wire guide (thsf-35-180-aes-sgh) was returned for investigation in an opened, prepped and damaged condition. Mandril protrusion was observed through the coil from the distal weld at approximately 4cm, with approximately 2mm of the mandril tip exiting the coil. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that shipping/handling contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.